Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose (bg) level. Customer reported bg levels were "good". Reportedly, the customer has manual injections as alternate insulin therapy.